Event description:
The international distributor reported that the ventilator alarmed due to o2 valve stuck closed. The customer reported the ventilator was not in use on patient therefore there was no patient harm or involvement. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to ventilate using an air gas source. The loss of oxygen source via the oxygen valve function may compromise oxygen delivery to the patient. The service technician replaced the oxygen valve to address the reported problem.

Manufacturer narrative:
Distributor does not return parts due to custom costs. Oxygen valve.